Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An onsite evaluation was performed by a fresenius field service technician (fst). The reported issue could not be duplicated, therefore the event could not be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
The nurse manager for a hospital dialysis unit reported to fresenius that a gross ultrafiltration (uf) error occurred during the patient's hemodialysis (hd) treatment on the 2008t machine. Additional information was obtained during follow-up. The nurse manager stated that the patient completed treatment without meeting their uf goal. The patient¿s goal was set to 1400 ml and the machine indicated that 1395 ml was pulled. However the patient¿s pre-treatment and post-treatment weights were recorded as 26.9 kg and 26.5 kg. The weights indicate that 400 ml was pulled during treatment. The weight gain from the previous treatment was approximately 1.4 kg. The same scale was used to measure both weights. The patient did not eat or drink and was not given any fluid during treatment. The nurse manager stated that no alarms were provided to indicate an issue with uf functionality. It was confirmed that error codes ¿10 refills 1 hour¿ and ¿online pht failure¿ were received during treatment. No adjustments were made to the patient¿s uf goal, rate, or time. Uf was not turned off at all during treatment. It was confirmed that the patient did not experience a serious injury nor require medical intervention or additional treatment as a result of the reported issue. The machine was removed from service following treatment for testing and repairs. A fresenius field service technician (fst) was called onsite. The machine issues could not be duplicated through testing. The fst documented that the deaeration pump and flow pressures were calibrated, the o-rings in the dialysate lines were replaced, and the uf pump was calibrated. The machine passed functional testing and was returned to service. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The nurse manager for a hospital dialysis unit reported to fresenius that a gross ultrafiltration (uf) error occurred during the patient's hemodialysis (hd) treatment on the 2008t machine. Additional information was obtained during follow-up. The nurse manager stated that the patient completed treatment without meeting their uf goal. The patient¿s goal was set to 1400 ml and the machine indicated that 1395 ml was pulled. However the patient¿s pre-treatment and post-treatment weights were recorded as 26.9 kg and 26.5 kg. The weights indicate that 400 ml was pulled during treatment. The weight gain from the previous treatment was approximately 1.4 kg. The same scale was used to measure both weights. The patient did not eat or drink and was not given any fluid during treatment. The nurse manager stated that no alarms were provided to indicate an issue with uf functionality. It was confirmed that error codes ¿10 refills 1 hour¿ and ¿online pht failure¿ were received during treatment. No adjustments were made to the patient¿s uf goal, rate, or time. Uf was not turned off at all during treatment. It was confirmed that the patient did not experience a serious injury nor require medical intervention or additional treatment as a result of the reported issue. The machine was removed from service following treatment for testing and repairs. A fresenius field service technician (fst) was called onsite. The machine issues could not be duplicated through testing. The fst documented that the deaeration pump and flow pressures were calibrated, the o-rings in the dialysate lines were replaced, and the uf pump was calibrated. The machine passed functional testing and was returned to service. No parts were returned to the manufacturer for physical evaluation.